Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-20909. It was reported that the patient presented during a late follow-up about a month after implantation. It was observed that the pacemaker and right ventricular lead were infected and the pacemaker capsule belt was damaged. The system was explanted, and the patient was in stable condition.